Event description:
It was reported that this pacemaker had false signal artifact monitor (sam) episodes due to atrial fibrillation (af). Technical services (ts) continue monitoring the patient and reprogramming. Subsequently, the device was explanted and replaced years after the initial call. Prior to the explant, there was an allegation of premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had false signal artifact monitor (sam) episodes due to atrial fibrillation (af). Technical services (ts) continue monitoring the patient and reprogramming. Subsequently, the device was explanted and replaced years after the initial call. No additional adverse patient effects were reported.